Manufacturer narrative:
H3: a hardware analysis of kit svc o2 bi71000218 tracker left was initiated to determine the probable cause of the issue. Analysis found that they were unable to confirm reported complaint, "alleged inaccuracy." Tracker assembly passed visual inspection. Install tracker assembly on to test the system. Tracker mounted on test system tight, tracker had no movement when mounted to system. Both system booted and readied. All six markers were tracked while tested between 4 feet and 8 feet as measured. No problem found while under test. Fdccodes: 67; fdmcodes: 10; fdrcodes: 213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: lot number of concomitant product: rev. 2 : s/n (B)(6). H3, h6: the product was returned but analysis has not yet been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000218, serial/lot: unknown. A medtronic representative went to the site to perform a system check out, and they found the system was inaccurate on the left side. The left tracker was changed, and calibrated in 20cm and 40cm fov. The system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a l2-s2 fusion. It was reported that the manufacturer representative performed a spin using the left side tracker and were immediately inaccurate. The representative had a spine clamp clamped to l1 ,and it was secure and rigid. There was about two inches of inaccuracy. The surgeon removed hardware from l5-s1, and checked the accuracy in those holes. The representative considered potential frame movement so they re-spun. The representative was still inaccurate after the spin. At this point, the site aborted the use of navigation and the imaging system. The representative did troubleshooting, but did not see any damage, or indication that the left side tracker was bumped. There was no patient harm and the procedure was not delayed over an hour.